Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that implantable cardiac defibrillator (ICD) exhibited post paced t wave over-sensing. No intervention was performed. Patient condition was stable.

Event description:
New information noted that programming changes were made on (B)(6) 2024 resolving the issue. Patient condition was stable.